Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Result as follows: patient: 1, date: (B)(6) 2010, inratio: 1.2, lab: 2.8; patient: 2, date: (B)(6) 2010, inratio: 4.8, lab: 1.3; patient: 3, date: (B)(6) 2010, inratio: >7.5, lab: 2.7; patient: 4, date: (B)(6) 2010, inratio: 1.4, lab: 4.0.